Event description:
It was reported that an ilet pump exhibited a touchscreen keypad malfunction in which the ¿0¿ key did not register during attempts to enter a dexcom g7 sensor code, despite screen visibility and touch response elsewhere, and after guided troubleshooting including device restart, inspection for damage, and a successful firmware update. Symptoms included inability to enter required numeric input to start cgm pairing. Outcomes included interruption of automated therapy setup and the need for device replacement, with continued cgm use planned via dexcom app or receiver. Investigation included technical troubleshooting and software update. Investigation of this case revealed persistent keypad input failure isolated to a single digit with no visible screen cracks and no resolution after reboot and firmware update. It was concluded that the device experienced a hardware-related touchscreen keypad failure requiring replacement.